Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, supplementary report will be submitted. Implanted and explanted dates are not applicable since the product was never placed and not removed. (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.